Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to extraction tool damaging the inner insulation. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported during in clinic follow up that the right ventricular lead displayed oversensing of noise. The product was explanted and successfully replaced. There were no patient consequences.